Event description:
The package (aluminium pouch) of the minicap prep kit was opened before customer use. There was no patient injury or medical intervention reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as no sample was available for evaluation. The root cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed. This is a product not distributed in the u.s. And does not have a 510k number and at this time brand name is unknown.